Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, a tear/cut in the silicon housing along the siphon guard was noted. The valve was hydrated. Due to the damage silicone housing, the valve could not be tested for leak, reflux and siphon guard. The valve was flushed, no occlusion was noted but leaked form the damaged silicone housing around the siphon guard. The siphon guard was visually inspected and marks were noted in the siphon guard. The valve passed the test for programming and pressure. Root cause - the root cause for the for the cut/tear in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the issue reported by the customer, could be due to the cuts / tears in the silicone housing, causing csf leakage accumulating into unintended parts of the body.

Event description:
N/a.

Event description:
A physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. On an unknown date, no change was observed after changing the set pressure, and underdrainage was observed. Obstruction or shunt malfunction was suspected, therefore, the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if patient had any signs and symptoms due to obstruction or shunt malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.